Manufacturer narrative:
Patient identifier = (B)(6). This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21. A review of ticket trending data for the alinity I ca19-9xr assay did not identify any trends that indicate a product issue related to patient results. A review of tickets was completed for lot 98368fp00 and the review concluded an increase in complaint activity was identified for the issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 98368fp00 and an internal panel. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca19-9xr reagent, lot 98368fp00.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on two patients. The following data was generated: on (B)(6) 2019, sid: (B)(6), neat = > 1,200.00 u/ml / 1:10 = 709.24 u/ml /, neat =1,129.40 u/ml /, neat => 1,200.00 u/ml 2 times / 1:10 = 775.57 u/ml /, neat = 828.2 u/ml /, neat= 755 u/ml / 1:10 =733.0 u/ml /1:10= < 20.60 ml. On (B)(6) 2019, sid: (B)(6), neat = 543.46 u/ml/ 381.71 u/ml/ 406.45 u/ml/ 391.08 u/ml/ 333.64 u/ml/ 339.36 u/ml 418.82 u/ml/ 392.12 u/ml/ 353.44 u/ml/ 540.16 u/ml. There was no reported impact to patient management.